Event description:
The customer reported that the 9900 system would not save images from the hand control or c-arm intermittently. No pt injury was reported.

Manufacturer narrative:
A MFR's service rep performed an on site investigation. The rep reset the x-ray security switch. The power supply was adjusted. The generator interface printed circuit board was re-seated. The foot pedal was replaced. The system is operating as intended.